Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing, decreased pacing impedance, increased capture threshold. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.